Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was to be implanted to treat severe stenosis accompanied by malignant tumor of left main bronchus during a transbronchoscopy stent implantation procedure performed on (B)(6) 2025. During the procedure, it was reported that after the stent was deployed, one end of the wire could not be deployed normally; the other end of the braided wire was attached to the film covering segment of the stent, and the stent could not be pulled and adjusted. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event. ***additional information received on january 11, 2026: it was later confirmed that the condition of the stent was partially deployed when it was removed from the patient and a bronchial biopsy forceps was used to remove. Additionally, the patient's anatomy was tortuous (tight) and it was dilated prior to stent placement.

Manufacturer narrative:
Block e1 (initial reported facility name). The fifth affiliated hospital of (B)(6) medical university - reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a150207 captures the reportable event of stent difficult to remove imdrf impact code f2301captures the reportable event of additional device required. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent partially deployed and stent difficult to remove. There is not enough evidence if these reported events were due to the physician's device manipulation during the procedure or related to a device malfunction. However, the observed wire break could not be established. No other damage was noted to the device. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: only the ultraflex tracheobronchial stent was returned for analysis. Visual inspection found that a wire was broken. The delivery system was not returned. Risk review: a risk review was completed and confirmed that the reported event of stent partially deployed, stent difficult to remove, and additional device required were defined in the risk documentation. These event types has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information and findings from the device evaluation, the most probable cause selected is cause not established.

Manufacturer narrative:
Block e1 (initial reported facility name) the fifth affiliated hospital of (B)(6) - reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a150207 captures the reportable event of stent difficult to remove imdrf impact code f2301captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was to be implanted to treat stenosis of left main bronchus during a transbronchoscopy stent implantation procedure performed on (B)(6) 2025. During the procedure, it was reported that after the stent was deployed, one end of the wire could not be deployed normally; the other end of the braided wire was attached to the film covering segment of the stent, and the stent could not be pulled and adjusted. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been updated. Block e1 (initial reported facility name). (B)(6) - reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a150207 captures the reportable event of stent difficult to remove imdrf impact code f2301captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was to be implanted to treat severe stenosis accompanied by malignant tumor of left main bronchus during a transbronchoscopy stent implantation procedure performed on (B)(6) 2025. During the procedure, it was reported that after the stent was deployed, one end of the wire could not be deployed normally; the other end of the braided wire was attached to the film covering segment of the stent, and the stent could not be pulled and adjusted. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event. ***additional information received on january 11, 2026: it was later confirmed that the condition of the stent was partially deployed when it was removed from the patient and a bronchial biopsy forceps was used to remove. Additionally, the patient's anatomy was tortuous (tight) and it was dilated prior to stent placement.